Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. Post market surveillance is per (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.  (B)(4).

Event description:
The literature article entitled, "nationwide investigation into adverse tissue reactions to metal debris after metal-on-metal total hip arthroplasty in japan" written by nobuhiko sugano, hirokazu iida, haruhiko akiyama, yoshio takatori, satoshi nagoya, masahiro hasegawa, tamon kabata, yudo hachiya, and yuji yasunaga published by j orthop sci (2014) 19:85¿89; doi: 10.1007/s00776-013-0490-2 published online 12 december 2013 was reviewed for MDR reportability. The article's purpose: "the purposes of this study were to estimate the incidence of armd in japan and to identify if there were any poorly performing mom hip implants through an urgent cross-sectional questionnaire survey." The data is compiled from 82 questionnaire replies from hospitals. Out of 12,961 hips with implants from depuy and 6 other non-depuy providers, it is noted for the stemmed replacements 63 incidences (out of a total of 160 total incidences related to depuy and 6 other non-depuy providers) of armd are noted with depuy ultamet products. The article reports out of the total 160 hips 83 revisions were performed for armd and excision of armd lesions in 3 hips. The remaining 74 were asymptomatic. The article does not provide adequate information to determine exact quantities of products as patients may experience more than one adverse events.